Event description:
Customer reports a clearlink set that would not pull medication from the line. The customer was attempting to hook up a chemo infusion and an empty saline bag. The customer could not get the medication to pull. The no flow occurred near the bottom of the luer lock. It us unknown if the drip chamber was flooded or full. The reported condition occurred during patient use but before infusion. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
The sample is contaminated and will not be returned for evaluation; therefore the reported condition could not be confirmed or duplicated and the assignable cause could not be determined. No deviations were found in the batch review. Should additional information become available, a follow up medwatch will be submitted. (B)(4)